Event description:
A physician using the gomco to circumcise a newborn. The gomco 1.3 cm circ clamp did not screw down tight enough to cut off the circulation on infant's foreskin. This resulted in the newborn having minor bleeding which subsided with the application of pressure to the site.